Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The product was returned for analysis and damage to the lens was observed. Intraocular lens (iol) was returned outside of the device. The lens was returned wrapped in fabric. Significant amount of solution is dried on the iol. Both haptics are adhered to the optic with solution. One haptic is damaged. Device returned with plunger fully advanced. The product investigation could not identify the root cause for the reported complaint "defect was found in the lens haptic part" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Lens damage may occur: ¿ due to the use of a non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly and cause delivery issues and /or damage. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause delivery issues and / or product damage. Any of the above listed causes alone, or in combination, may create the reported event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol/device contributed to the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a defect was found in the lens haptic part before surgery. Therefore, the lens was replaced with another one and the surgery was successfully completed. There was no patient contact and no harm to the patient.